Event description:
Same case as MFR# 2134265-2012-01682. It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure a guide wire perforated the catheter shaft. The physician was performing ballooning and stenting of the left anterior descending artery and the diagonal. While advancing the 2.0mm x 12mm apex monorail balloon catheter over a non bsc guide wire outside of the patient, the guide wire perforated through the shaft prior to the exit port. Attempted with a second 2.00mm x 8mm apex monorail balloon and the same thing occurred. The procedure was completed using the same wire and a non bsc balloon. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and microscopic examination revealed the inner shaft was buckled 3 cm from the proximal balloon bond. A .014" guidewire was loaded into the distal tip and tracked through the wire lumen; however, the wire exited the wire lumen through a hole in the inner shaft 3 cm proximally from the proximal balloon bond. The wire also pierced through the wall of the outer shaft. Magnified inspection confirmed that the wire entered the inflation lumen through a hole in the wall of the inner shaft 3 cm from the proximal balloon bond and pierced through the outer shaft. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).